Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was frustrated after being in the hospital for a month. The patient was told it may take a month for their heart rate to improve. The patient is questioning if their device is functioning appropriately and pacing their heart like it should. The patient was concerned the device may not be doing the proper job with the medication the patient was having to take. The cardiac resynchronization therapy defibrillator (crt-d) device remains in use. No patient complications have been reported as a result of this event.